Event description:
The dealer stated the cylinder is leaking. He stated the client¿s apartment is shabby, but the client did notice some drops on the floor. The dealer disconnected prior to completing the call. We do not have additional patient or usage details. The dealer did state no injury or property damage. The property damage would be the drops of oil on floor.